Manufacturer narrative:
Patient¿s gender and weight were not provided for reporting. Date of event is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent implant procedure. Patient was implanted with one (1) unknown nail, one (1) 5mm titanium locking screw 42mm and one (1) 5mm titanium locking screw 56mm. Post-operative on (B)(6) 2018, patient underwent rotational osteotomy of the femur due to bone not having healed and the alignment being off. During the surgery, surgeon removed two screws and implanted two new screws back in the nail. The screws were removed intact, without difficulty, there was no surgical delay and the procedure was completed successfully. Patient outcome was not reported. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 42mm f/im nail-ster. This is report 2 of 3 for (B)(4).